Event description:
It was reported that the user¿s ilet entered bg run after they ran out of continuous glucose monitors (cgm), the device stopped automated dosing, and the user was unable to announce meals due to the dosing state. No reported symptoms. Outcomes included interruption of therapy and the need to transition to backup therapy until a new cgm could be connected. Investigation included customer education on bg run as a temporary mode and troubleshooting to confirm dosing had stopped. Investigation of this case revealed normal device behavior consistent with bg run expiration and user unaware dosing stopped when no cgm is available. It was concluded, based on previously established findings for similar reports, that the cause was use without an active cgm leading to expected dosing cessation and entry into bg run with subsequent expiration.